Event description:
In 2006, the patient received a gore viabahn endoprosthesis for the treatment of a popliteal aneurysm. At the one and a half year follow-up visit, the asymptomatic patient received a routine duplex ultrasound. The ultrasound detected a "rupture" at the device's popliteal flexion point. The physician felt the integrity of the graft was lost which resulted in an endoleak. The physician re-lined the original device with an additional device. The patient did not experience any adverse consequences.

Manufacturer narrative:
The device remains implanted. Image analysis performed on dicom angiographic images. Imaging analysis was unable to confirm a device fracture (rupture) or the reported graft integrity loss due to the quality and quantity of the returned images.